Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was performed, and no visual damage was observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional in any state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking/stretching of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported that the farawave pulsed field ablation catheter was prepped according to instructions for use (IFU) and flushed manually on the table before being introduced in the sterile patient field. The catheter was connected to the flushing port and attempts were made to flush the catheter but without success. Upon several attempts and trying a manual flush with a syringe was unsuccessful. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter was received for analysis.